Event description:
It was reported that patient received inappropriate shocks. Insulation damage was observed in the pocket. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found a fracture to the ring electrode coil at 7.2cm from the connector end. The fracture in this area could cause inappropriate shocks.